Manufacturer narrative:
Submit date: 03/30/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer states: product tip was broken and blown away during use on a patient. All broken pieces were gathered up. No patient harm. Patient age, gender: not provided

Manufacturer narrative:
A review of the device history record (DHR) could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. One decontaminated sample outside of the original package without a lot number was received for evaluation. The issue reported could not be confirmed based on the visual inspection of the sample of the yankauer selec-trol that was received with broken tip. According to sample evaluation and process evaluation the issue reported was not confirmed and not identified in the or area. This component is a sub-assembly received from internal supplier. The complaint notification was forwarded to the supplier to initiate the investigation and root cause analysis and to provide corrective actions. Per the supplier¿s investigation: according to the sample evaluation, the condition reported could not be confirmed. The most likely root cause for this condition indicates that the yank selector tip was exposed to excessive manipulation which might affect the hardness of the tip therefore causing the issue reported; a broken tip. A production notification was issued to all personnel to heighten awareness of the condition reported by the customer. Furthermore, a quality alert has been generated to all the personnel involved on the molding area. The inspection plan for the yank selec-trol was increased from normal to heighten. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.